Event description:
It was reported that during patient planning, the transducer prompted a usacquisitionhw_31 error message thus causing the ultrasound system to lock up. The transducer was replaced to continue and complete the unspecified study or procedure. There was no loss of data and there was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation , update the follow-up type , update the device evaluated by manufacturer , update the event problem and evaluation codes , and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was from a gastro flex thermistor trace crack and open because of insufficient cable assembly and/or gastro flex reliability; these are related to design. Appropriate improvement action plans were established through a CAPA. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.